Event description:
Follow up information indicated patient had ipg pocket revised with the ipg moved to a new pocket and no new implants were used. The patient was happy and more comfortable with new battery pocket.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was continuously losing weight and the ipg was moving within the ipg pocket causing discomfort. Surgical intervention will be taken to reposition the ipg.